Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple requests for return of device have been made but no device has been returned.

Event description:
It was reported that during a cholecystectomy procedure, the clips did not close correctly, so that they did not hold after placing (they fell into patient abdomen and were taken back). Another like device with a different lot number was used to complete the procedure. There were no adverse consequences for the patient. Clips will not hold after placing.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed eleven clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.